Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the air pressure (low, medium, and high) switched on its own without any operation on the liquid crystal display panel of the video system center. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the touch panel reacted unintentionally because water or other conductive materials adhered to the touch panel. Or the device may have reacted wrongly because automatic calibration malfunctioned, detection threshold on the touch panel fluctuated and operation of touch panel became unstable. Olympus will continue to monitor field performance for this device.